Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-110302 is a concomitant. Please refer to manufacturer report number 2016493-2025-110675, which captured the correct suspect device per investigation report.

Event description:
It was reported that the infusion was programmed to run over four (4) hours but was complete in two (2) hours. There was patient involvement but no harm. Bd received additional information. Bd clinical practice consultant reviewed the data from infusion knowledge portal and reported the following information: "an unknown drug (basic infusion) was programmed at 999 for a vtbi of 15mls at 8/9/2025 at 15:33:34. This is a common practice in oncology to get the drug to the end of the line. At 15:35:04 the drug was prepopulated for cytarabine hd 3440mg in 250ml for a dose of 1502.2mg m2 at a rate of 62.5 ml/hour. This was the reported rate. The volume of 250mls at 62.5 ml/hour should have taken 4 hours to deliver. At 17:30:37 the vtbi is changed to 5. This is most likely when the nurse noticed the bag was almost empty. She completed the infusion down to the air in line sensor (2 bolus air in line alarms) and the infusion was restarted and stopped 2 times after the door had been opened. The infusion is stopped at 17:54:15. The assumption is the bag was empty at that time which is about 2.5 hours after it started. 250mls in 2.5 hours minus the 15 mls that was hyper primed into the line."

Event description:
It was reported that the infusion was programmed to run over four (4) hours but was complete in two (2) hours. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.